Event description:
It was reported that during start up, the device appeared to power on with a blank display. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.